Manufacturer narrative:
The reference (B)(6) has been allocated to this case by rayner. The event description provided states that the nozzle split while inside the eye. The surgeon cut the end of the haptic to complete implantation of the lens. The healthcare faciltiy confirms that post-operatively the lens is well centered and that there is no harm/impact to the patient as a result of the event. The nozzle splitting generally suggests a build-up of pressure during injection which may be caused by continued injection at the point resistance was encountered. The rayone IFU "use of rayone" section "fig 7" states ""press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". There is insufficient evidence and information available to establish root cause. Our review of production records for the rayone aspheric rao600c batch 052191045 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 052191045.

Event description:
On 14th may 2024, rayner received notification from a healthcare facility in france of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the nozzle split within the eye.